Event description:
It was reported that during a stent placement procedure in right external iliac artery aneurysm via left formal artery, the release set allegedly got stuck during deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation with the stent completely deployed. Photos of the device have been previously provided. The handle of the delivery system was already disassembled upon sample receipt and the primary sheath was found to be broken, which is considered to have caused the reported impossibility to completely deploy the stent. However, no indication for a manufacturing related cause could be found. Review of photos provided showed the device in the same condition as the actual device returned. Based on evaluation of the sample returned breakage of a sheath of the delivery mechanism is confirmed, which is considered to have caused the reported impossibility of complete stent deployment. Based on information available, a definite root cause for the reported event could not be determined. The reported use of the device represents an off label use. Labeling review: relevant labeling for this product was reviewed. Potential contributing factors were found addressed. Regarding preparation the instruction for use states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire of appropriate length across the target lesion." Based on the instruction for use an introducer sheath with appropriate inner diameter and length is required, which would be an 8f introducer sheath for this product. Correct handling of the device during covered stent deployment was found to be described. The intended use of the device to treat an aneurysm represents an off label use of the device. Based on the instruction for use the covera plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H10: b5, d4 (expiration date: 09/2024), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a stent graft placement procedure, the release stent allegedly got stuck, preventing stent deployment. The procedure was completed using another device of the same type. There was no reported patient injury.